Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain pelvic, constant moderate to severe pelvic area') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test.". The patient's medical history included uterine dilation and curettage in (B)(6) 2013, multigravida, parity 2 ((B)(6) 2001, (B)(6) 2004), recurrent abortion, premature delivery, anemia, bacterial vaginosis, bacterial vaginosis, endometriosis externa, amenorrhea, hypomenorrhea, irregular periods, micturition frequency increased, right upper quadrant pain and libido decreased. No bowel or urinary changes and irregular bleeding,. Concurrent conditions included endometriosis since 2009, overweight, polycystic ovarian syndrome, smoker, cramp in lower abdomen, bacterial vaginosis, nicotine dependence, vaginitis, vulvovaginitis, amenorrhea, right upper quadrant pain, micturition frequency increased, libido decreased, polycystic ovaries, polycystic ovaries, tobacco user, vaginitis and vulvovaginitis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 for contraception as well as alprazolam (xanax) since 2015 to august 2015, anesthetics, fluoxetine hydrochloride (prozac), gabapentin and trazodone since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual cvcles, abnormal bleeding (menorrhagia)"), allergy to metals ("allergic reaction to the nickel associated with the coils, nickel allergy/allergic or hypersensitivity reaction type: nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headache"), depression ("psychological or psychiatric problems condition:other injury(ies) or severe depression"), rash ("rashes or skin condition"), dyspareunia ("dyspareunia (painful)") and sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and skin disorder ("rashes or skin condition"). The patient was treated with analgesics, sumatriptan (imitrex), and surgery (total laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on 26(B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, vaginal haemorrhage and headache outcome was unknown, the menorrhagia, nausea, dysmenorrhoea, rash, dyspareunia and sexual dysfunction had resolved and the migraine and depression was resolving. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, sexual dysfunction, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the essure insertion procedure without complication. Patient underwent a laparoscopic left salpingectomy with removal of left essure device, and a right tubal occlusion with cautery on (B)(6) 2015 and underwent a total laparoscopic hysterectomy and bilateral salpingectomy cystoscopy on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Pregnancy test urine - on (B)(6) -2015: results: negative. Ultrasound pelvis - on (B)(6) 2015: results: echogenic focus in the left utrine fundus likely represents the reported essure device exact positon relative to the conua is difficult to determine no other sonographic abnormalities in the pelvis. On (B)(6) 2016, surgical pathology report showed the specimen is recovered in one container in forwalin and is labeled ¿cervix, uterus, bilateral tubes¿. The specimen consists of a uterus attached to cervix, one separate submitted fallopian tube and small piece of fibromembranous tissue. The uterus measures 7.5cm from the cervix to the top of the fundus, 4.2 cm. From right to left, anc 3.5 cm. Incenter posterior diameter. The uterus and cervix weigh 91 grams. The setosal. Surface is smooth and shiny. The cervical is patert measuring c. 8cm. Tt is surrounded by a slightly discoloured red area. The uterus is bivalved. The endo cervix to tangliotering and unremarkable. The endometrium is tan, soft measuring 3.3cm in thickness. The mycmetrium measures 1.5cm in average thickness. Lipon further sectioning the myometrium is tan homogencus without masses or nodules, (nininal dissection performed per submitted poticrt request) received separately within the same container is one intact fallopian tube measuring 3.0cm in length and 0.54cm in average diameter. It is attached to a fimbria. The outer surface appears unremarkable. The fallopian tube is separately selected in c.4 cm. Intervals from proximal to distal. The cut surface shows pin point lumen. No hardware device/essure seen within the fallopian tube. There is a small irregular fragment of tan fibromembranous tissue measuring 0.7 x 0.4 x 0.3 cm. This fragment is sectioned to reveal a cystic like cut surface without contents. Also present sepacate in the container is a piece of blood clot which measures 3.0 cm in length and varies in diameter between 0.3 and 1.0 cm it is soft and unremarkable. There is no hardware device/ essure seen within the specimen or the container. Reprehensive sections are submitted in seven cassettes. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New event: plaintiff did not undergone essure confirmation test added. Concomitant drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain pelvic, constant moderate to severe pelvic area") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2001, (B)(6) 2004), recurrent abortion, premature delivery, endometriosis in 2009, anemia and uterine dilation and curettage in (B)(6) 2013. Concurrent conditions included overweight, polycystic ovarian syndrome, smoker, cramp in lower abdomen, bacterial vaginosis, nicotine dependence, vaginitis, vulvovaginitis, amenorrhea, right upper quadrant pain, micturition frequency increased and libido decreased. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 and nuvaring from (B)(6) 2015 to (B)(6) 2015 for contraception as well as alprazolam (xanax) since 2015 to (B)(6) 2015, anaesthetics (anesthesia) and trazodone since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual cvcles, abnormal bleeding (menorrhagia)"), allergy to metals ("allergic reaction to the nickel associated with the coils, nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headache"), rash ("rashes or skin condition"), dyspareunia ("dyspareunia (painful)") and sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and depression ("psychological or psychiatric problems condition:other injury(ies) or severe depression"). The patient was treated with sumatriptan (imitrex), ibuprofen (motrin), analgesics and surgery (total laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, vaginal haemorrhage and headache outcome was unknown, the menorrhagia, nausea, dysmenorrhoea, rash, dyspareunia and sexual dysfunction had resolved and the migraine and depression was resolving. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, sexual dysfunction and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the essure insertion procedure without complication. Patient underwent a laparoscopic left salpingectomy with removal of left essure device, and a right tubal occlusion with cautery on (B)(6) 2015 and underwent a total laparoscopic hysterectomy and bilateral salpingectomy cystoscopy on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative . On (B)(6) 2015, ultrasound pelvis showed impression: echogenic focus in the left utrine fundus likely represents the reported essure device exact postion relative to the conua is difficult to determine no other sonographic abnormalities in the pelvis. On (B)(6) 2016, surgical pathology report showed the specimen is recoverd in one container in forwalin and is labeled ¿cervix, uterus, bilateral tubes¿. The specimen consists of a uterus attached to cervix, one separate submitted fallopian tube and small piece of fibromembranous tissue. The uterus measures 7.5cm from the cervix to the top of the fundus, 4.2 cm. From right to left, anc 3.5 cm. Incnteriot posterior diameter. The uterus and cervix weigh 91 grams. The setosal. Surface is srrooth and shiny. The cervical is patert measuring c. 8cm. Tt is surrounded by a slightly discoloured red area.. The uterus is bivalved. The endo cervix to tangliotering and unremarkable. The endometrium is tan, soft measuring 3.3cm in thickness. The mycmetrium measures 1.5cm in average thickness. Lipon further sectioning the myometrium is tan homogencus without masses or nodules, (nininal dissection performed per submitted poticrt request) received seperatly within the same container is one intact fallopian tube measuring 3.0cm in length and 0.54cm in average diameter. It is attached to a fimbria. The outer surface appears unremarkable. The fallopian tube is seperatlly selected in c.4 cm. Intervals from proximal to distal. The cut surface shows pin point lumen. No hardwere device/essure seen within the fallopian tube. There is a small irregular fragment of tan fibrorembrannous tissue measuring 0.7 x 0.4 x 0.3 cm. This fragment is sectioned to reveal a cystic like cut surface without contents. Also present sepacate in the container is a piece of blood clot which measures 3.0 cm in length and varies in diameter between 0.3 and 1.0 cmit is sott and unremarkable. There is no hardwere device/ essure seen whithin the specimenor thew container. Representive sections are submiitted in seven cassettes. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication and stop date updated, treatment drugs, concomitant drugs, new events vaginal haemorrhage , nausea, dysmenorrhea, migraines, rash, dyspareunia and sexual dysfunction added . Outcome for the event menorrhagia, nausea, dysmenorrhea, rash, dyspareunia, sexual dysfunction added as recovered / resolved and for migraines, depression added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual cycles") and allergy to metals ("allergic reaction to the nickel associated with the coils"). The patient was treated with surgery (total laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient underwent a laparoscopic left salpingectomy with removal of left essure device, and a right tubal occlusion with cautery on (B)(6) 2015 and underwent a total laparoscopic hysterectomy and bilateral salpingectomy cystoscopy on (B)(6) 2016. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.